Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique with 3 access sites prior to an ablation procedure. Two prostyle devices were successfully pre-placed in the 8.5f and 8f sheath access sites, but reportedly, when the third prostyle device was used at the 6f sheath access site, a cuff miss [suture retrieval issue] occurred. A new prostyle device was attempted; however, cuff miss occurred again. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at the 8.5f and 8f access sites. Manual compression was performed to achieve hemostasis at the 6f access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.